Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 12/4/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 400cc saline prostheses. The patient experienced bilateral deflation of the breast prostheses as a result of a high-speed car accident post procedure. The deflation was confirmed by the patient¿s surgeon. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline prostheses on (B)(4) 2018. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-07474 for the contralateral prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent extending to both views and measuring 1.9 cm. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 7483719 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (b(6) 2019, the product investigation summary was updated: upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent extending to both views and measuring 1.9 cm. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed. The event clearly stated that the patient was involved in a high speed car accident. The device history record (DHR) for the lot number 7483719 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).